Event description:
On 1984: bilateral breast implants. Since this date pt has had a pulling on the left breast. The right breast has not bothered her. Pt was noted to have baker class I to ii capsular contractures. On 10/26/93: removal of bilateral breast implants. Ruptured silicone breast implant right breast.